Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. The device was reprogrammed and the issue was resolved. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates this lead remains in service. This report will be updated if further information becomes available.